Event description:
It was reported that the sensors were not adhering to the patient's skin. It was also stated that the patient was taken to the hospital due to low blood glucose levels, but by the time she got there, here blood glucose levels were high. It was stated that the patient's blood glucose levels were erratic due to a cold. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.